Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported in experience case-(B)(4) was likely the result of fatigue failure of the femoral stem, consistent with significant loading, emanating from surface damage located on the superior surface of the femoral neck. (D11) concomitant devices: cocr femoral head, 36mm, +0 offset cn: 142-36-00, sn: (B)(6).

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: cocr femoral head, 36mm, +0 offset (cn: 142-36-00, sn: (B)(4)).

Event description:
Patient came into the operating room with the neck and head having broken off as it is being returned. Revised the hop with a monobloc stem and femoral head. Patient left the room in stable condition.